Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 08/31/2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the display failed and that there was a burnt odor from the interior of the device. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the motor controller (mc) pcba revealed evidence of c187 burnt and traces burnt damage. A visual inspection of the power management (pm) pcba revealed evidence of u1 burnt damaged. The motor controller (mc) pcb and power management (pm) pcba were installed in the fi test ventilator. An attempt to power up the test ventilator from ac and deliver breaths failed. The ac led indicator turned on but was blinking. During debugging of the u1, pins 10-12 & 23-26 were found shorted and the l2 primary coil and secondary coil were shorted on the pm pcba. The l2 coil was replaced on the pm pcba but the u1 was removed from the circuit due to the internal short and not replaced due to fragile component. The mc pcba u33 (quad analog switch) pins 1-5, 12 & 13 to pin 7 were found internally shorted and c187 was shorted. The u33 and c187 were replaced on the motor controller pcba. The motor controller (mc) pcba and power management (pm) pcba were reinstalled in the fi test ventilator. The test ventilator powered up into normal ventilation mode and delivered breaths. The ac led indicator turned on. The ventilator operated for one (1) hour without failures. Post was executed 10 times without generating any failures. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The shorted l2 on the power management pcba and mc pcba c187 shorted and u33 pins 1-5, 12 & 13 internal shorted to pin 7 (vss) prevented the ventilator to power on. The shorted c187 triggered a power surge on the 12v supply and shorted the 24v supply creating u1 on the pm pcba to short.